Manufacturer narrative:
Groot koerkamp b, sadot e, kemeny ne, et al. Perioperative hepatic arterial infusion pump chemotherapy is associated with longer survival after resection of colorectal liver metastases: a propensity score analysis. J clin oncol. 2017;35(17):1938-1944. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_pump, product type: pump. Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Please note that the country of the main author is (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: among the patients who develop a recurrence after resection of clm, the liver is the only site of initial recurrence in approximately half of patients. Therefore, adjuvant regional chemotherapy administered in the hepatic artery has been investigated. Reported events: it was reported there were patients who either did not complete all six cycles of hepatic arterial infusion pump chemotherapy (hai) or who never received hai because of technical failure. It was also reported that a pump was rarely removed earlier than 2 years unless the pump became nonfunctional. It was reported that a pump was rarely removed earlier than 2 years unless it had caused substantial discomfort to the patient. See attached literature article

Manufacturer narrative:
Review of additional information indicated that the reported events do not pertain to medtronic products. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the hcp stating he did not believe any of the pumps used in the study were medtronic pumps. The hcp believed the pumps used were codman pumps, and confirmed they did not use medtronic pumps for (B)(4) currently.